Event description:
The lead was actually explanted.

Manufacturer narrative:
A partial lead was returned for analysis. External and internal insulation abrasions were noted at 7cm - 10cm, 10.4cm - 15cm, and 12cm - 13.5cm from the distal end. The rv and sensing cables were externalized at these locations, however, the etfe coating on cables was intact. Normal electrical continuity was observed.

Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.